Event description:
Procedure type: laparoscopic sleeve gastrectomy. According to the reporter: the device partially fired. The first 3 firings of the reload failed half way into the firing. The device stopped and there was a loud crunching sound. The surgeon had to staple above the failed firings with a new handle to correct the issue. The pts are currently ok. Additional tissue resection was required.

Manufacturer narrative:
(B)(4).